Event description:
Customer received results of 55 mg/dl and 56 mg/dl on the compact plus system and result of 106 mg/dl on the advantage system while using comfort curve test strips. The results were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551403, expiration date 11/30/2011). (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number 551403, expiration date 11/30/2011). (B)(4).